Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device switches on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was left on for several minutes when it started rebooting while connected to ac power. When this occurred the home button was unresponsive, removing ac power caused the home button to become responsive again. Internal inspection showed contamination on the u11 chip on the instrument board. The contamination under the u11 component on the instrument board causes the device to power cycle. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device switches on and off by itself. No patient impact or consequences were reported.